Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty due to unknown reason. Intra-operatively, the balloon used for the l1 kyphoplasty ruptured while inflating it. The balloon had 3.5 cc volume and 100 psi pressure. The balloon ruptured under the maximum balloon capacity.